Event description:
It was reported that during a laparoscopic gastrectomy, the blade was broken off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. Device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.